Manufacturer narrative:
A review of lot# 3307884 showed that (B)(4) were manufactured, tested, inspected and release in august 2016 citing no exception documents.

Event description:
Complaint received reporting leakage/blood loss with use of unspecified dialysis set up and d1000 tego connectors. The initial information received reports on oct. 16th "..homecare patient changed tego connector on cvc hubs, aspirated and flushed with no issues. When patient connected tego to dialysis blood lines, the patient immediately got venous blood alarms. After an inspection of the blood tubing, finding no kinks or clamps, patient noted blood leaking between tego connector and cvc line. Patient stopped blood pump, re-screwed tego connector onto cvc port and restarted blood pump, however, blood leaking continued as did venous pressure alarms. Patient stopped pump, lost a system of blood. Patient applied new tego connectors (from same lot #) to both cvc ports, set up new blood systems and was able to dialyze with no alarms or issues." No adverse patient consequences reported.